Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
Caller states, the patient tested 4.6 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however the caller did not return the test strips; replacement was sent.